Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an common femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, after flushing the device twice, there was no blood return. A second proglide was used to achieve hemostasis. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted in the investigation of the complaint. The reported two successful flushings of the device are consistent with the proglide instructions for use (IFU), which states: (first flushing) verify marker lumen patency by flushing the lumen with saline until the saline exits from the marker port. Do not use the proglide device if the marker lumen is not patent. The first flushing of the device indicates the device functioned according to specification. The IFU states: continue to advance the device just until a continuous drip of blood is evident from the marker lumen. Position the device at a 45-degree angle. Deploy the foot by lifting the lever (marked 1) on top of the handle. Do not deploy the foot unless a continuous drip of blood is evident from the marker lumen. Based on the limited reported information there was no indication the foot had been deployed in this case. (Second flushing) marking was not achieved initially during deployment. The IFU states: the possible cause may be due to the following: the marker port against the artery wall, side wall stick, low blood pressure, clot or tissue plugging the marker port. The guide instructs the user to retract the device until the marker port is above the skin. Reflush the marker lumen and see saline exit the marker port. This second flush is intended to help remove any anatomical material that may be clogging the port. The reported information indicates this was done successfully, however, marking was still not achieved and a second proglide device was used to achieve hemostasis. A review of the lot history record and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. Based on the investigation of the reported information of two successful flushes and the inspection criteria, the reported blockage within the device or device component-marker lumen appears to be related to the operational influences and/or user technique during use. There was no indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4).